Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.0x23mm xience v stent mentioned will be filed in a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified de novo right coronary artery. A 3.0x23mm xience v stent was implanted but there was distal edge dissection. A 3x18mm xience prime stent was used to cover the dissection. Then it was noted that the 3x18mm stent became dissected. Thus a 2.5x15mm xience prime was used to cover that dissection and the procedure was completed successfully. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.